Manufacturer narrative:
The device is included in the pes right angle power extension cable failure advisory notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power connector cord. Sparking was reported. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One power supply and one power cord was received for evaluation. Visual inspection verified the power cord was frayed and wires were exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.